Manufacturer narrative:
Date returned to mfg: 12/19/2023 one device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review showed no evidence. Functional testing could not replicate the reported issue; accuracy testing found the pump to be within specification. The root cause was unable to be determined. Preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not returned.

Event description:
It was reported that the device infused faster than the 46-hour programmed infusion. The infusion ended five to six hours early. Per reporter the patient exhibited a stomachache, no other adverse patient effects were reported by the customer. The device settings were reviewed, air in line was noted.